Manufacturer narrative:
The device was reported as not available for return. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined.

Event description:
It was reported that after implantation of an intraocular lens (iol) in the left eye (os), the patient complained of seeing too many halos. Approximately 2 months after implantation, the iol was exchanged for a different model. In the surgeon's opinion, the most likely cause of the event is unknown. The patient's outcome is good.